Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35-40 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Reportedly, the pump was also replaced to resolve the issue and the customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.